Event description:
Boston scientific received information that the patient presented to the emergency room following a syncopal episode where he fell down a flight of stairs. Upon interrogation, no issues were seen with the device. One episode of pacemaker mediated tachycardia (pmt) was seen, however it did not correlate with the time of the syncopal episodes. The patient was sent home and asked to follow-up with her cardiologist. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.